Event description:
The reporter stated that the surgeon inserted a aa4203tf one piece silicone lens with tonic optic. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. No suture was required to close the wound.